Manufacturer narrative:
The stent only was returned for review, the stent delivery system was not received for analysis. Visual examination of the returned stent found that one end had not expanded fully. Upon further examination it was noted that the suture wire at this end was slightly entangled in a stent strut. Upon release, the stent expanded fully. No further issues were noted with the returned stent. A review of the device history record was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a bronchial stenting procedure on (B)(6), 2011. According to the complainant, the patient had a fistula (unknown size) and suffered from lung cancer. The anatomy was not tortuous or dilated prior to the procedure. During the procedure the stent was successfully placed within the bronchus without issue. As the physician attempted to remove the delivery catheter, the fully deployed stent migrated/moved with the catheter. The physician thought that the proximal end of the stent did not expand properly. Therefore, the stent was removed without issue using forceps. The procedure was completed with a different size stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a bronchial stenting procedure on (B)(6), 2011. According to the complainant, the patient had a fistula (unknown size) and suffered from lung cancer. The anatomy was not tortuous or dilated prior to the procedure. During the procedure the stent was successfully placed within the bronchus without issue. As the physician attempted to remove the delivery catheter, the fully deployed stent migrated/moved with the catheter. The physician thought that the proximal end of the stent did not expand properly. Therefore, the stent was removed without issue using forceps. The procedure was completed with a different size stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.